Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the station was frozen on the carefusion screen. A technical support specialist accessed the device remotely and discovered that the medstation was operational. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis medstation system unexpectedly stopped responding at the carefusion screen. This incident resulted in a delay to patient care, particularly as users were going to do a surgical operation and the station in the unit was malfunctioning. There were no adverse events or injuries reported based on this event.